Manufacturer narrative:
H3, h6: it was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment and additional information have been requested for this complaint but have not become available. As no device batch numbers were provided for investigation, a manufacturing record, complaint history and device labelling / IFU review could not be performed. If more information is received, this investigation will be reopened. All the released devices involved would have met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as result of the reported event. Based on the reported symptoms it cannot be concluded that the events/clinical reactions (pain and metallosis) were associated with a mal-performance of the implant. The patient impact cannot be determined at this time. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, our investigation remains inconclusive and a definitive root cause cannot be determined. Due to insufficient information provided we are unable to determine specific factors known to contribute to the alleged fault. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
Us legal mdl: it was reported that, after a r3 tha construct had been implanted on (B)(6) 2009, the plaintiff experienced pain and metallosis. A revision surgery was performed on (B)(6) 2018 to treat these adverse events. The patient outcome is unknown.